Event description:
Abbott protection filter became dislodged from wire and remained in the carotid artery. Interventional radiologist and neurosurgery were called to provide options. Abbott was also notified were unable to retrieve filter and pt was transported to ICU and then transferred to las vegas for higher level of care. At time of procedure, pt showed some neuro deficits, no movement in right arm but this resolved within an hr.